Event description:
Syringe failures. Multiple syringes do not allow withdrawing of dose from covid vaccine vial. This particular syringe from aiou brand needle retractable safety syringe with needle 1ml 25g 1 inch separated during hun from needle while injecting patient causing dose to spray out from syringe tip rather than injecting into patient. Lot 20ib0 received in covid vaccine supply kit from mckesson. FDA safety report ID # (B)(4).